Manufacturer narrative:
It was reported that the patient's tibia was fractured during the insertion of the keel punch. The surgeon utilized screws to address the fracture and had the patient partial weight-bearing for six weeks. He noted that the patient "went on to heal nicely and obtain full range of motion". Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient's tibia was fractured during insertion of the keel punch. The surgeon utilized screws to address the fracture and had the patient partial weight-bearing for six weeks. The surgeon noted that the patient "went on to heal nicely and obtain full range of motion".